Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose level was unknown. Customer reported that insulin pump's battery did not last as long. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with normal operating currents and passed the self-test. Device failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime/a33 test, and a21 error test due to motor error alarms.